Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of dizziness and developed pacemaker syndrome while implanted with the transcatheter pacing system. The patient was hospitalized and given an oral diuretic. The device was inactivated and patient was upgrade to a cardiac resynchronization therapy pacemaker (crt-p). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.